Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to it accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient. The physician inserted the aspiration catheter and aspirated the vessel. The physician performed intervention on the vessel. The physician advanced the occlusion balloon wire and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon; however the occlusion balloon would not deflate. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire on the distal side of the gold marker band and deflated the occlusion balloon. The patient is reported to be fine.